Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead through a remote (B)(4)transmission. The patient was asymptomatic. Past instances of low impedance were noted as well. Other electrical values were normal. The noise could not be reproduced in clinic. Device reprogramming was performed.